Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg had reached end of service. Surgery may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.